Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device cubie popped out unexpectedly while trying to give medication to a patient. A technical support specialist moved into the cab and had her try to insert the cubie during the issue process, but it kept popping out, so she closed the cubex app and had her insert the cubie, then relaunched the app, but it still popped out during the cycle count. Then there was no debris in the drawer and cubic contacts. I logged into mql and verified the issue transaction for this item was recorded despite the lid not popping up and went into the tester app and inserted the cub, then popped the lid open, had her count the qty after issue, and it matched the mql count and transaction then logged into myqlink and verified that the transaction for the item had been recorded, despite the lid not having popped open, and later went into the tester application and told the customer to insert the cubie to resolve the issue. The system functioned as intended after troubleshooting by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower aux cubie popped out unexpectedly while trying to give midazolam 2mg/2ml vial medication to a patient. There were no adverse events or injuries reported based on this incident.